Event description:
It was reported that this right atrial (ra) lead exhibited elevated threshold measurements (3.1v) with a programmed ra output of 3.5v, and chronically high out-of-range ra pace impedance measurements greater than 2,000 ohms. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).